Event description:
Same case as MDR ID # 2134265-2014-03648 and 2134265-2014-03644. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention(pci) outside the patient, it was noted that the motor drive unit(mdu) never moved since the beginning of the procedure and the mdu did not pullback. No reported issue on the sled. No patient injury or complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).